Event description:
It was reported that a homechoice automated pd set with cassette had air in the patient line. Air was observed by the home patient (hp) during troubleshooting with a technical service representative (tsr); the hp stated that they noticed small air bubbles. The hp stated that they saw the patient line prime but did not check for air before connecting. The tsr assisted with ending therapy.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.